Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type catheter: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Pump- eval code-conclusion 22 on the pump updated to 11. Eval code-result 3233 now applies. Catheter- eval code-conclusion 11 now applies. Eval code-result 3233 now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-sep-07. It was reported that the pump and the catheter were returned to the manufacturer for analysis. The reason for explant was reported as ¿catheter exposure/parental request for removal.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Section updated to reflect product problems identified during analysis. Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type catheter interrogation of the pump determined it was used to infuse lioresal [ 2000.0 mcg/ml] at 107.9.mcg/day. Analysis of the catheter identified damage to the transition tubing. Additionally, it was determined that the anchor did not properly detach from the deployment tool; however, the catheter was still able to be used. Result code 3233 and conclusion code 11 no longer apply. All codes apply to the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient's pump and catheter were removed and discarded. It was reported that the surgical incision became compromised and the catheter was exposed. Diagnostics of a physical exam was reported. It was unknown what, if any, environmental/external/patient factors led or contributed to the issue. The issues was considered resolved at the time of the report. The patient's status was reported as "alive-no injury".